Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker japan. The technical service report indicates: repair request details: symptoms. Lights turn on and off during surgery. Fault details: after inspecting this product, we found no defects such as broken wires in the light cable. Processing details: light intensity measurement and functionality check were carried out. Probable root cause: broken optical fibers, poor light cable alignment in jaw, residue on fiber tip, nonuniform light output, use error, intermittent electrical component contact in safelight circuit, reed switch assembly malfunction, magnet missing from safelight adapter, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.